Manufacturer narrative:
Many good faith efforts were made to obtain information regarding the patient, repair, and operational status with no response received from the customer. The resolution and disposition are unknown.

Manufacturer narrative:
The returned gas delivery system passes the high-pressure leak test. No fault found. The customer complaint cannot be verified.

Manufacturer narrative:
The authorized service provider replaced the gas delivery system, the solenoid rubber ring, and lubricated the rings. The ventilator is ready for use.

Manufacturer narrative:
11aug2021. Reporter phone number - (B)(6) patient code -(B)(4) it is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported there is an o2 leak inside the ventilator. The patient or user involvement is unknown at this time but has been requested. There was no report of patient or user harm.